Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse effect to the customer's blood glucose level. Further information regarding event was unable to be obtained as customer declined to provide information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.